Manufacturer narrative:
In argus database case ID ((B)(6)) has been created for this report.

Event description:
A piece of plastic impaled the back of my tongue [removal of foreign body]. Painful [pain]. The head of the toothbrush fell off in my mouth [device breakage]. This is a spontaneous report received from a (B)(6)-year-old female consumer on (B)(6) 2018 who stated that while brushing her teeth the head of the col power tb 360 fell off in her mouth and a piece of plastic impaled the back of her tongue which she reported was painful. Consumer had a medical history of front tooth implant. On an unspecified date in (B)(6) 2018, consumer started using col power tb 360 for brushing her teeth and was using twice daily. On (B)(6) 2018, while brushing her teeth in the morning, the toothbrush head fell off in her mouth. She stated she was able to remove the head from her mouth. She also stated that she had a piece of plastic impaled in the back of her tongue and it was painful. The consumer was able to remove the piece of plastic from her tongue. On (B)(6) 2018 consumer saw her friend, who is also a dentist, who looked at her tongue. Per the consumer, no treatment was given. On (B)(6) 2018 consumer discontinued the use of col power tb 360. Consumer explained that she had recovered from the events.